Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 5 of 7. Reference MFR report: 1627487-2013-13142, 1627487-2013-13143, 1627487-2013-13144, 1627487-2013-13145, 1627487-2013-13147 and 1627487-2013-13148. It was reported, the pt's scs system was explanted due to the pt not receiving adequate pain relief.